Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation. The patient had not charged the ipg within the recommended timeframe. As such, the ipg was inoperable and would not communicate with multiple external devices. In turn, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Follow-up identified the patient will pursue other pain management alternatives at this time. Surgical intervention to address the inoperable ipg remains pending.